Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2013 the patient presented to clinic complaining of a tingling/zapping sensation in the left chest/diaphragm area. Device interrogation revealed the atrial lead exhibited capture and sensing anomalies. Programming changes were made and patient was to be re-evaluated. On (B)(6) 2013 patient presented to clinic for follow up. Device interrogation revealed again capture and sensing anomalies. The patient complained of an occasional tingling/zapping sensation. Fluoroscopy revealed a micro dislodgment of the atrial lead. On (B)(6) 2013, it was noted that the atrial sensing amplitude decreased and capture threshold increased. The atrial lead was successfully repositioned.